Event description:
It was reported that this right ventricular (rv) lead an inappropriate shock due noise oversensing. The lead was reported to be fractured. The patient was hospitalized and therapy was deactivated. This rv lead was subsequently replaced. No additional adverse patient effects were reported.